Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During preparation of a 2.25 x 24 synergy¿ drug-eluting stent, when the balloon protector was removed together with the stainless wire of the stent delivery system catheter, it was noticed that the stent struts also came out from the balloon protector and the stent looked distorted. The procedure was completed with another 2.25 x 24 synergy¿ drug-eluting stent and was deployed without any issue or difficulties. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged along its length with struts bunched and misaligned. A review of the associated batch records was performed for the maximum crimped stent profile measurement. The product stent protector was returned for analysis with the device and the inner diameter was measured to be within specifications. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident, the damage most likely occurred due to mishandling during removal of the device at the preparation step. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was observed inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent possibly due to the balloon previously receiving positive pressure or manipulation. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft section found one kink at 12mm distal from the hypotube to the midshaft bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During preparation of a 2.25 x 24 synergy¿ drug-eluting stent, when the balloon protector was removed together with the stainless wire of the stent delivery system catheter, it was noticed that the stent struts also came out from the balloon protector and the stent looked distorted. The procedure was completed with another 2.25 x 24 synergy¿ drug-eluting stent and was deployed without any issue or difficulties. No patient complications were reported and the patient's status was stable.